Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had kidney replacement surgery. The reservoir was moved during surgery. Post surgery, the patient continued to experience a urinary tract infection and the ipp was explanted. The patient was implanted with 9.5mm tactra malleable implant approximately six months after the ipp explant. No further patient complications were reported.

Manufacturer narrative:
B3. Date of event approximated to six months before the implant of tactra malleable. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.